Event description:
It was reported that the patient's daughter called and stated "2 or 3 days ago my father was in a car accident. All he remembers is that he fell asleep, he had hit a tree. He was checked out by his medical doctor and he states that he needs to see his cardiologist. He cannot get in right away and I would like medtronic to come to the house and check his device as they came to the house last year and checked it out." The recommendation was for the patient to see the cardiologist. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4076-52 implantable pacing lead 2008 (B)(6); 6935-58 implantable tachy lead 2011 (B)(6); 4194-78 implantable pacing lead 2011 (B)(6). (B)(4).